Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses when the right breast prosthesis deflated after implantation. Deflation was confirmed by a physician. In addition, the patient developed capsular contracture (baker grade iii) in her left breast. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the right breast prosthesis.